Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the unit had a continuous alarm, alarming for the whole night. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. Diagnostic intervention and checking of the error log are recommended. Onsite service is currently pending.

Manufacturer narrative:
The hospital called and informed philips that there was no issue with the ventilator. The reported issue was due to a humidifier, which is not a philips product. The device passed the required performance verification tests per philips standards and was returned to service.